Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated device displayed a "check pads" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (expiration date) and d9. Evaluation: zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. The electrode pads were put through extensive testing with a test device without duplicating the report. Visual inspection found no damage on the packaging and the electrodes are not expired. Review of the device activity logs did not show any faults that could be associated with customer report. No trend is associated with reports of this type.